Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid (2.0 mg at 1.28491 mg/day), compounded baclofen (350.0 mcg at 224.85884 mcg/day) and bupivacaine (20.0 mg at 12.84908 mg/day) via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient had increased pain (lower back/gluteal region) on (B)(6) 2018. The patient's it rate was increased. The pump battery eri is 17 months and the patient is concerned the pump nearing normal battery replacement may be decreasing the function of the pump. Plan to schedule for pump replacement. The clinical diagnosis was decreased therapeutic relief. It was indicated the event was possibly related to the device or therapy and possibly related to the drugs hydromorphone, bupivacaine, and baclofen. The patient's weight was not measured. The issue resolved without sequelae on (B)(6) 2018.